Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during device evaluation. This issue has been identified under fsn 2023-cc-src-039 and is associated with interruptions and/or loss of therapy due to a ventilation inoperative alarm. No patient harm, serious injury, or adverse clinical outcome was reported. The device was not in patient use at the time of the event. During evaluation of the bipap a40 pro fr device at a third-party service center, a ventilator inoperative error code was confirmed in the event log. The error indicated that the difference between the blower pressure sensor reading and the outlet pressure sensor reading was 10 cmh2o or greater for five seconds. An additional error indicating high internal o2 was also identified. The service technician determined that replacement of the device's printed circuit assembly (pca) would address both conditions. However, no repair was performed, and no parts were replaced. The device will be scrapped per customer request.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039; r2410297/r2427202 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The bipap a40 pro (frx3100s14) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.